Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump. The customer will continue using the current pump until the replacement arrives.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.